Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of april 23, 2024, was chosen as a best estimate based on the date of mesh implant. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation. The implanting physicians are: (B)(6). Block h6: imdrf patient code e2015 captures the reportable event of unspecified injury related to mesh. Imdrf impact code f12 has been used in the light of the patient had filed a legal claim for an unspecified personal injury related to the mesh.

Event description:
It was reported to boston scientific corporation that a solyx sis mid-urethral sling was implanted to the patient on (B)(6) 2024. Following the procedure, as reported by the patient's attorney, the patient has experienced an unspecified injury. Additional details regarding this event were not provided. Note: this manufacturer report pertains to the second of two devices implanted to the same patient.